Event description:
According to the medwatch report, "during an electrophysiology study ventricular tachycardia was induced. Upon trying to cardiovert with (device) and using cassette for hands-off cardioversion, the unit malfunctioned several times. Hands-on cardioversion was possible and the arrhythmia was eventually successfully cardioverted." No further info regarding the reported event was available.